Event description:
It was reported that intermittent occlusion alarms occurred. Reportedly, the customer had been using the same cartridge and infusion set for over 3 days on the mobi pump. Tandem customer technical support informed customer that the cartridge and infusion is indicated for use with the mobi pump for 3 days. Customer changed cartridge and infusion set to address the issue. Customer¿s blood glucose (bg) level was displayed as "high"; although specific value was not provided. Elevated bg was addressed by correction bolus via pump. At the end of april, it was reported that the customer went to the emergency room (ER) due to occlusion issue. Customer was treated with intravenous fluids of saline and insulin and a correction bolus via pump to address the elevated bg. Customer was discharged later the same day with the issue resolved and no permanent damage. Tandem technical support performed a system check and the pump is functioning as intended.